Event description:
Device 2 of 2: reference MFR report: 1627487-2019-01147. It was reported the patient's scs system was removed. Reportedly, the patient complained there was no pain relief after multiple reprogrammings and had not used the system in a long time.